Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting with technical support, the pump was reset to resolve the issue. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was in 210- 260 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.